Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Corrosion of the stem-head interface with subsequent re-coupling and metallosis.

Manufacturer narrative:
An event regarding corrosion (resulting in disassociation) and metallosis involving a metal head was reported. The corrosion/disassociation was confirmed through return of the device. Metallosis was not confirmed. Method & results: device evaluation and results: wear was observed on the taper surface consistent with contact against the trunnion. The adhered material on the head was consistent with material transfer from the head, biological material, and an oxide. Medical records received and evaluation: the provided medical records were provided to a clinician and subsequently deemed insufficient for medical review. The clinician indicated: need operative reports, clinical and past medical history, serial x-rays and pathology reports. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: wear was observed on the taper surface consistent with contact against the trunnion. The adhered material on the head was consistent with material transfer from the head, biological material, and an oxide. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Corrosion of the stem-head interface with subsequent re-coupling and metallosis.